Event description:
Supplemental report is being submitted due to the completion of the investigation on 05-sep-2023.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b devices of lot number c1921038 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. As per images provided, stent appears to be partially deployed, clear section of the flexor appears to be broken. Shuttle on 5th dimple and the safety wire appears removed. Manufacturing records: prior to distribution, all evo-fc-10-11-8-b devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-8-b of lot number c1921038 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1921038 . Instructions for use and/label: the notes section of the instructions for use, ifu0062, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. From the images provided flexor (clear section) appears to be broken. A possible root cause could be attributed to the torturous patient anatomy, causing a build-up of pressure and resulting in the flexor breaking. From complaint description "when passing the evoluion metal prosthesis, there was resistance in the handle when releasing it". Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, the prosthesis did not open as it should have been opened, it got stuck in the introducer. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to the torturous patient anatomy, causing a build-up of pressure and resulting in the flexor breaking. From complaint description "when passing the evoluion metal prosthesis, there was resistance in the handle when releasing it". Complaint is confirmed based on customer and/or rep testimony.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Per complaint form: during the ercp procedure, when passing the evolution metal prosthesis, there was resistance in the handle when releasing it, making it impossible to use it. The prosthesis did not open as it should have been opened, it got stuck in the introducer, as the images will show. To complete the procedure, it was necessary to open a new evolution prosthesis. The procedure ended without intercurrences. Patient outcome: 1. Did any unintended section of the device remain inside the patient¿s body? No. 2. Was the patient hospitalized or was there prolonged hospitalization? No. 3. Did the patient require any additional procedures due to this occurrence? No. 4. Did the product cause or contribute to the need for additional procedures? No. 5. Has the complainant reported any adverse effects on the patient due to this occurrence? No. 6. Has the complainant reported that the product caused or contributed to the adverse effects? N/a. Patient/event info - notes: please provide the originator a list of remaining information to complete any trackwise fields necessary for compliance, and additional manufacturer questions required for investigation. Sg (B)(6) 2022. 2.1 general questions: 2.1.1 at what stage of the procedure did the complaint occur? (When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) 2.1.2 what endoscope type and channel size was used? 2.1.3 what was the position of the elevator? N/a, open, closed 2.1.4 details of the wire guide used (diameter, type, make)? 2.1.5 was the zip port facing upwards and slightly curved when backloading the wire guide? 2.1.6 did any part of the stent contact the patient¿s anatomy when the complaint occurred? 2.1.7 please advise the anatomical location of the intended target site. 2.1.8 how long was the stent in the patient by the time this complaint occurred? 2.1.9 for devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? If yes, how often was this completed? 2.1.10 did the patient require any additional procedures as a result of this event? 2.1.11 what intervention (if any) was required? 2.1.12 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 2.1.13 were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? If yes, please specify what was observed and where on the device it was observed. 2.2 should the difficulty involve a stricture, request the following: 2.2.1 what was the length and diameter of the stricture? 2.2.2 where was the stricture located in the body? 2.2.3 was there resistance felt passing wire guide through stricture? 2.2.4 was there resistance felt passing the evolution through stricture? 2.2.5 was the stricture dilated before stent placement? 2.3 should the difficulty occure during insertion into the patient, request the following: 2.3.1 was the product inspected for kinks or damage before use? 2.3.2 was resistance felt during insertion into patient? If yes, at what point? 2.4 should the difficulty occur during stent placement, request the following: 2.4.1 did the product fail during stent deployment or recapture? N/a, deployment, recapture, other. If other, please specify. 2.4.2 was the directional button pressed during use? 2.4.3 was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? 2.4.4 was the yellow marker kept in view during deployment? 2.4.5 are images of the device or procedure available? 2.5 should the difficulty occur during introducer withdrawal, request the following: 2.5.1 are images of the device or procedure available? 2.5.2 was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? 2.5.3 did the stent open sufficiently to allow withdrawal of introducer safely? 2.5.4 was the safety wire fully removed before removing the delivery system? 2.5.5 did any part of the product snag/get caught with the stent when removing the delivery system?